Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery. Resistance was not felt during advancement of the 3.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) for pre-dilatation and it crossed the lesion successfully. The bdc was inflated once to 3 atmospheres in the distal lesion but was unable to be deflated. The device was able to be removed without causing injury to the patient and the procedure was completed successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported difficulty deflating the balloon as the measured deflation time met the specification; however, av identified that the outer member was stretched at the proximal balloon seal. It is possible the noted outer member stretching contributed to the reported deflation issue and was caused when removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that there is no indication of a product quality issue. The performance of these devices will continue to be monitored.